Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155313.

Event description:
Voluntary medwatch received states the lead presented with low pacing impedance. No intervention or adverse patient consequences were reported.